Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the electrical venous occluder (evo). The incident occurred in lebanon, new hampshire. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a electrical venous occluder (evo) gave an error code associated to the clamp encoder during procedure. There was no patient injury.

Manufacturer narrative:
Livanova received a report stating that the evo clamp retuned rc_angle_error. No user affected. The unit was shipped to manufacturer for repair. The issue could be confirmed and reproduced. The encoder board and the flat ribbon cable were replaced, memory cleared, device mechanically calibrated. The unit worked as per device specifications, and it was released back to its expected functions. Complaints database review pointed out that no further similar issues have been submitted for this unit since its installation in 2015. Based on investigation result the most probable root causes of the issue were defective encoder board and flat ribbon cable. Considering the manufacturing year of the claimed unit, the wearing of its electro-mechanical parts may have contributed to the event. The wearing might be linked to specific use conditions at the customer site the risk is in the acceptable region. No action is deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report